Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 4 years after the dental implant was installed in intraoral region 12#, its loss of osseointegration was observed. 50ncm of primary stability was achieved, the patient presented bone type iii and bone graft was executed.